Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient had an ins in ea ch hip. The right one worked for about 9 months and then stopped. Then they had one put in their left hip and it worked for about 2-3 days and then stopped. The patient stated they changed both programs often but nothing worked. They were now on 10mg of oxybutynin but it was not working. They stated they could not sit flat on their left hip because it hurts and felt like they were sitting on a rock about the size of a gulf ball so they had to sit sideways. No further patient complications were reported as a result of this event.